Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a low blood glucose (bg) level of 65 mg/dl was recorded on (B)(6) 2017. Basal rate was set to .33 u/hr throughout the whole day ((B)(6) 2017). There were no erratic bolus requests. The user may need to consult with the healthcare provider (hcp) regarding basal rate settings. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The customer consumed glucose tabs to stabilize bg level. A recommendation was made for the customer to contact the healthcare provider regarding factors that could impact bg level.